Event description:
A surgeon reports observing a "cloudy mucous-like" fluid between the intraocular lens and the posterior capsule, when examining a patient by slit lamp. The intraocular lens was clear. The report indicates that the patient has had a significant reduction in vision. The intraocular lens was implanted in 2000. Additional information including visual acuities prior to and following the original surgery and photos have been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot